Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon. And, it was also found that the reported foreign object was a part (bristles) of a broken cleaning brush. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, omsc concluded that the reported phenomenon was attributed to the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was found that during the incoming inspection for evaluation of the subject device (the suction valve did not come off), it was found that there was foreign object inside the instrument channel. The reprocessing method of the subject device at the user facility is unknown. There was no report of patient injury associated with this event.